Event description:
A malfunction was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information, assisted in resetting the pump, and confirmed the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.